Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 626529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included lung nodule in 2015 and adhesion in (B)(6) 2010. Concurrent conditions included migraine since (B)(6) 2016. Concomitant products included levonorgestrel (mirena) since 2004 to may 2009 for contraception as well as fluoxetine since (B)(6) 2015, sumatriptan (imitrex) since (B)(6) 2015 and topiramate (topamax) since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain: lower abdomen"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), infection ("infections") and incontinence ("incontinence") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ovarian cyst, infection, incontinence, dyspareunia, migraine, nausea, headache and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, incontinence, infection, migraine, nausea, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the patient claimed that, essure worsened a previously existing injury/condition. On (B)(6) 2017, surgical pathology revealed coiled wires are identified within the lumen of each fallopian tube. The device coils are visible through the serosal surface of the left tube. The right fallopian tube measures 3.5 x 0.5 cm and is partially covered with adhesions. The fimbriae are unremarkable. The left fallopian tube measures 4.5 x 0.7 cm and has unremarkable fimbriae. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - in 2015: pulmonary nodule. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, headache, nausea, dysmenorrhea, dyspareunia." Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received : this case became incident. Reporter information was updated. Patient details were updated. Her historical conditions were added. Essure insertion/removal date was added. Essure indication was amended. Lot number was added. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, nausea and fatigue were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 626529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included lung nodule in 2015 and adhesion in october 2010. Concurrent conditions included migraine since may 2016. Concomitant products included levonorgestrel (mirena) since 2004 to may 2009 for contraception as well as fluoxetine since may 2015, sumatriptan (imitrex) since may 2015 and topiramate (topamax) since may 2015. On (B)(6) 2008, the patient had essure inserted. In july 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain: lower abdomen"). In may 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), infection ("infections") and incontinence ("incontinence") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ovarian cyst, infection, incontinence, dyspareunia, migraine, nausea, headache and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, incontinence, infection, migraine, nausea, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the patient claimed that, essure worsened a previously existing injury/condition. On (B)(6) 2017, surgical pathology revealed coiled wires are identified within the lumen of each fallopian tube. The device coils are visible through the serosal surface of the left tube. The right fallopian tube measures 3.5 x 0.5 cm and is partially covered with adhesions. The fimbriae are unremarkable. The left fallopian tube measures 4.5 x 0.7 cm and has unremarkable fimbriae. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - in 2015: pulmonary nodule.. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, headache, nausea, dysmenorrhea, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), infection ("infections"), incontinence ("incontinence"), dyspareunia ("painful intercourse") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, ovarian cyst, infection, dyspareunia and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, genital haemorrhage, incontinence, infection, migraine, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.